Manufacturer narrative:
MDR 2432235-2023-00090 was initially submitted on 2023-05-09. . Update, 2023-05-30: siemens has concluded the investigation. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to clinical indications and repeat testing. Siemens reviewed the available information, including instrument and sample-result data. Reagent performance issues were ruled out on the basis of the observed acceptable quality control (qc) results and absence of issues with any other patient samples. Review of instrument log data did not show any evidence of hardware issues affecting handling of either the patient sample or the assay reagents. Based on the available information, the cause of the discordant result is consistent with preanalytical sample variables. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. No product issues were identified, and the customer is operational. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to clinical indications and repeat testing. An initial elevated atellica im tnih result was obtained for a 52-year-old female patient who walked into the outpatient clinic on (B)(6) 2023. The patient was admitted to the hospital and re-tested two hours later, using a new sample and the same method. A much lower result was obtained. An additional two tests of the same sample on the same instrument produced consistently low results. Another sample was drawn and tested on a second instrument (using the same reagent lot), and produced another low result. The following day (B)(6) 2023 a third sample was drawn and tested on the initial instrument, using a different reagent lot. Low results were obtained, consistent with physician expectation; the patient was discharged. There are no allegations of patient harm in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications and repeat testing. An initial elevated atellica im tnih result (above the assay's 99th-percentile cutoff) was obtained for an ambulatory52-year-old female patient. The patient was admitted and subjected to additional testing, which consistently produced lower results, which were accepted as correct. There were no issues identified with quality control (qc) results; no instrument malfunction was identified. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.